Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty locking the insulin cartridge connector on the ilet, resulting in the cartridge detaching during sleep and subsequent episodes of high blood glucose up to 400 mg/dl; troubleshooting and education were performed, and the event was associated with a connector that would not attach. Symptoms included hyperglycemia. Outcomes included transient elevated glucose without hospitalization. Investigation included complaint handling and attempts to obtain additional information and device components for evaluation. Investigation of this case revealed that the device component was reported as unable to attach and that the device continued insulin delivery commands despite the disconnection. It was concluded that the event was consistent with hyperglycemia due to a reported connection failure of the luer adapter, with user coaching provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.